Event description:
The following information concerning the event was documented by carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Obf failed cal check (no loss of pressure alarm) and excessive muffler bleed".

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty device for evaluation. As of april 16, 2012, the alleged faulty device has not been received. Once the alleged faulty device is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.